Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact and seal ring marks indicate full lead insertion in all lead barrels. The header passed pin gauge testing which verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. All setscrews moved freely in both directions. Returned product testing was performed and normal pacing and sensing were noted in the rv and pacing impedance measurements were within tolerance for this device. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted all of the internal components were intact. The high voltage capacitors were connected to a known good working device hybrid and capacitor form charge times were normal at 9.7 seconds. The cause of the failure to charge could not be determined. There was no field allegation regarding the charge times outs. The field allegations were not confirmed by testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel. A boston scientific technical services consultant reviewed the observed noise and stated it was mechanical in nature. The consultant discussed the clinical observations with the caller and recommended further testing. The device was subsequently explanted for an unknown reason. No adverse patient effects were reported.